Manufacturer narrative:
Recall: 1627487-12192011-003r. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced pain after she hit the ipg site. Follow up identified the patient had surgery to replace her ipg.

Event description:
Followup information received, identify the patient's pain at the ipg site has resolved.